Event description:
It was reported that this pacemaker exhibited sudden change in longevity. Previously the device showed four years remaining longevity. During the recent check, the device showed nine months remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been slowly increasing for over a year. The expected power consumption was about 30 microwatts, however this device was consuming 145 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. Additional information obtained from the field which indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 field: component codes, evaluation method codes evaluation result codes and evaluation result codes were updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited sudden change in longevity. Previously the device showed four years remaining longevity. During the recent check, the device showed nine months remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been slowly increasing for over a year. The expected power consumption was about 30 microwatts, however this device was consuming 145 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6), which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited sudden change in longevity. Previously the device showed four years remaining longevity. During the recent check, the device showed nine months remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been slowly increasing for over a year. The expected power consumption was about 30 microwatts, however this device was consuming 145 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.